Event description:
It was reported by the rep that (2) tsb35 were used during a laparoscopic "roux en y" procedure. It was reported that the staplers misfired. The case was completed with another device and with no consequence.